Manufacturer narrative:
The device referenced in this article was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The physician reports two cases of duravent tube migration to the middle ear. For this case, the patient underwent a bilateral myringotomy and tympanostomy (m+t). Four years, seven months and 14 days later, the patient required a surgical procedure to remove right middle ear foreign body using an operating microscope and epidisc. No further consequences to the patient have been reported. Case with patient identifier (B)(6) reports patient 1/2. Case with patient identifier (B)(6) reports patient 2/2.

Manufacturer narrative:
This report is being updated to provide investigation findings and corrected data. Corrected data is reported in b1 and h1. New information is reported in h6 and h10. The device will not be returned per intake information. If and when the device is returned, the complaint will be reopened and updated with the information from the physical evaluation. Due to the serial number not being provided by the customer, a device history record (DHR) review can not be conducted by olympus. As the device will not be returned for evaluation it is difficult to conclude a definitive root cause of the customer phenomenon , however, probable cause of the reported failure could be attributed to the incision made for the insertion of the device. The device has flange arms that are supposed to sit outside of the incision to ensure proper extrusion. When the incision is made too big, this promotes the skin to enclose the device and hence move the device into the middle ear. To extract the device, surgery is required, which is outside the scope of this device. An investigation was completed by the OEM (supplier) and it was determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be user application of the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this article was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The physician reports two cases of duravent tube migration to the middle ear. For this case, the patient underwent a bilateral myringotomy and tympanostomy (m+t). Four years, seven months and 14 days later, the patient required a surgical procedure to remove right middle ear foreign body using an operating microscope and epidisc. No further consequences to the patient have been reported. Case with patient identifier (B)(6) reports patient 1/2. Case with patient identifier (B)(6) reports patient 2/2.